Event description:
A surgeon reported that an intraocular lens (iol) had a broken haptic. It was reported that an anterior vitrectomy was performed. The association between this event and the iol is not known. Additional information has been requested.